Event description:
This study aimed to evaluate the efficacy of resorbable plates for the fixation of mandible fracture. 10 cases of fracture mandible were treated with resorbable plates using the inion cps system. Patients were evaluated during their entire hospital stay and recalled on 1st, 4th, and 8th postoperative weeks. A thorough evaluation was done at the recall visits for any surgical and postoperative complications such as infection, malocclusion, neural abnormalities, wound or suture dehiscence, segmental mobility, foreign body reaction, and pain on biting. Dehiscence was noticed in one patient postoperatively during the 1st week, which was resolved by local measures. The dehiscence was absent on a next follow-up evaluation (4th week postoperative). In this study none of the cases reported back with signs of infection and none of the patients needed any revision surgery for the removal of the implants. Clinical union of the fracture was noted at the 8th week follow-up examination for all cases. Occlusal stability was also achieved by the 8th week for all cases.

Manufacturer narrative:
This study aimed to evaluate the efficacy of resorbable plates for the fixation of mandible fracture. Inion cps system plates and screws were used in 10 cases of mandible fracture. Patients were evaluated during their entire hospital stay and recalled on 1st, 4th, and 8th postoperative weeks. A thorough evaluation was done at the recall visits for any surgical and postoperative complications. Dehiscence was noticed in one patient postoperatively during the 1st week, which was resolved by local measures. The dehiscence was absent on a next follow-up evaluation (4th week postoperative). In this study, the reason for the dehiscence remained unclear. The study did not report that the used inion cps plates or screws would have caused the dehiscence. However, the inion cps plates or screws might have contributed to the event, as explanation for the dehiscence was not reported in the study. Other patient out of ten had also swelling and pain at the operated site at 8th week follow-up (reported separately). The swelling subsided with the administration of antibiotics and anti-inflammatory drugs. In this study none of the cases reported back with signs of infection and none of the patients needed any revision surgery for the removal of the implants. Clinical union of the fracture was noted at the 8th week follow-up examination for all cases. Occlusal stability was also achieved by the 8th week for all cases.the mean bite force was recorded for different regions and it increased over the entire follow-up period progressively.